Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm tmicl12.1; -10/4.0/123 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. There was lens rotation and on (B)(6) 2022 the lens was repositioned but this did not resolve the problem. On (B)(6) 2022 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: b5 - patient had blurred vision. Ac irrigation was also performed. -this should have been included in previous MFR. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found the lens haptic torn. Claim#: (B)(4).